Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water temperature did not down during equipment test of the arctic sun device. As per follow up information received via email on 05dec2022, the problem was identified prior to use on the patient. After replacing the mixing pump, the problem was resolved. The date of event occurred was on (B)(6) 2022.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. A labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the water temperature did not down during equipment test of the arctic sun device. As per follow up information received via email on 05dec2022, the problem was identified prior to use on the patient. After replacing the mixing pump, the problem was resolved. The date of event occurred was (B)(6) 2022.